Event description:
The serive report shows that while performing service for a customer reported problem on the unit, the nellcor puritan-bennett customer support engineer (npb cse) found the audio alarm was not functioning. The cse inspected the device and replaced the audio alarm assembly. The unit passed extended self testing and no death or serious injury has been verified. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.